Event description:
It was reported that the lead had a high capture threshold and oversensing. The lead appears to be "double counting" and the ventricular pulse is showing at atrial tachycardia (at)/atrial fibrillation (af) sense or fast at/af sense. The company's technical services consultant (tsc) noted the electrogram (egm) strip lacked ventricular capture. The tsc also noted that occasionally the ventricular pulse (vp) is followed by an intrinsic r-wave within the post vp blanking period, so it is not marked as ts or fs. Those markers would be noted if the intrinsic r-wave occurred just outside of post vp blanking and within the ventricular fibrillation or ventricular tachycardia detection rate interval. The lead remains in use. It was noted the physician plans to revise the lead. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.